Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a skin irritation causing the skin to break down, sometimes blisters, sometimes a big red raw mark, and sometimes bleeding from raw skin had occurred while wearing the pod. Patient visited there health care provider (hcp) and was prescribed flonase.